Event description:
This valve, set at 30mm h20 was implanted into the patient in 2005. Though the doctor, who was familiar with sophy valve, attempted to change the setting pressure to 70mm h20 with adjustment magnet, he failed. Then, the doctor tried changing the pressure under fluoroscopy, but they failed again. The valve was implanted within 8mm from the skin, and its function worked properly without any trouble. (Csf flows smoothly.) No patient injury was reported.

Manufacturer narrative:
The valve was returned in sterile water. Analysis has to be done.